Event description:
A 71-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On november 10, 2025, novocure was informed that the patient had fallen while wearing the optune gio device and was taken to the emergency room (ER) due to a deep forehead laceration above the eye, near the temple, which required sutures. It was noted that the patient had been experiencing increased balance issues and was awaiting a walker. On november 21, 2025, novocure was informed that the patient continued using the device after the fall. Multiple attempts were made to contact the prescribing physician, although no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall and balance disorder were unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is february 26, 2018.